Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed motor error during prime. During troubleshooting for motor error, the insulin pump also alarmed no delivery. The customer's blood glucose was 320mg/dl. The customer stated the insulin did not exit. The customer tried a new infusion set and insulin still did not exit the tubing. Customer made another attempt to replace set; ran manual prime to at least 5.0u. Customer stated the insulin pump did not alarm no delivery with manual prime. Advised the customer changing the reservoir resolved the issue and advised to return reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.